Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine (300 mcg/ml at 123.83 mcg/day), bupivacaine (10 mg/ml at 4.128 mg/day) and morphine (20 mg/ml at 8.25 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported the patient was last refilled on (B)(6) 2021. The caller noted during this time the patient was hospitalized for other health issues and based on their programming they would have needed a refill of the pump. The caller stated the patient was using a personal therapy manager, ptm, and at that time they decided the patient should not use the ptm so the refill date would be bumped out. The hcp received programming from the previous hcp and were told they need a refill before (B)(6) 2021. The hcp reviewed the programming and based on the numbers the pump had already gone empty. Flow rate without pa bolus's was 0.4125ml/day. Discussed with the caller if the pump reservoir is empty the pump would be alarming and also the patient could use their ptm to check for pump alarms. Caller stated they were aware of that but the problem was the patient had no phone or emergency contact to get a hold of the patient. Caller states the patient was getting a phone and would call on monday. Additional information received from a healthcare provider reported the patient was doing well, on (B)(6) 2020, but was having some pain in the knee joint. It was noted the patient required some extra pain medications. It was noted the patient had lost some weight. On (B)(6) 2020, the patient went to the office for a refill. It was noted the patient was having the same problems with their back and knee joints. The patient was using a cane to walk around. On (B)(6) 2020, the patient presented to the hospital for a pump refill. The patient continued to have persistent pain in both knees over the patella. The patient noted that in the past they had knee injections, which were not beneficial. On (B)(6) 2021, the patient presented to the office for a refill. The patient continued to have pain in both knees and difficulty walking. The patient was using their personal therapy manager, ptm, which had been helpful. The patient was using oral medication as necessary which provided additional pain relief. The patient had been having a disruption in sleep with normal appetite and regular bowel movements. On (B)(6) 2021, the patient presented for a pump refill. The patient was having increased pain in their back and knees. The patient was having increasing difficulty walking and used a walker for stability. The patient had a consultation scheduled to see a rheumatologist next week. The patient was using their ptm, which was effective for pain control. On (B)(6) 2021, the patient presented to the office for a refill. The patient had increased pain in their left anterior or thigh. The patient also have weakness in their legs. The patient's legs had buckled beneath them and had been falling more frequently. The patient was using their ptm, which was effective for pain control. The patient had 3 sessions of home physical therapy to strengthen their lower extremity muscles and improving gait. On (B)(6) 2021, the patient went to the office and indicated they were having increasing amount of pain in both legs. The patient had been having increasing amounts of weakness. The therapist suggested the patient should use a wheelchair while at home. The patient noted that they having increased pain when standing and decreased pain while sitting. Lying down was very comfortable for the patient. The patient denied history of tripping and falling recently. On (B)(6) 2021, the patient went to the office for a pump refill and indicated that they had been doing physical therapy on a regular basis. This appeared to have been quite painful but very beneficial. It was noted the hcp had been giving them oral medications. In addition the hcp had not allowed the patient to use their ptm. The patient was hoping they would be able to move around and walk better soon. It was noted during the patient's office visit, on (B)(6) 2021, the patient's flexion and extension were severely limited. It was noted the hcp was not satisfied with the current pain management. It appeared that the combination of medications were not working out very well for the patient. The pump was being refilled but when the hcp emptied the pump there was 13 ml of drug left in the pump. The expected reservoir volume was about 7.2 cc. The pump was refilled with a combination of morphine (20mg/ml), clonidine (300 mcg/ml) and bupivacaine (10 mg/ml). The daily dose of morphine remained at 8 mg and the ptm had been maintained to deliver 0.5 mg. The patient could get a mac of 6 doses. During the interview, the patient noted that the physical therapy caused increased pain and was taking extra oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.